Manufacturer narrative:
B3: event date is asked, unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that stated that just within the last year or so, they think the device got kind of crazy. Agent reviewed possible ins battery eos, and redirected the patient to the hcp to further address the issue. Additional information was received from the patient on 2026-feb-23. The patient reported that it was unknown what the statement "the device was not working" was referring to. They reported it was unknown if it was due to normal battery depletion. They reported that what most likely caused or contributed to this issue was "they supposed time." They reported that steps taken to resolve the issue included that they would have an updated device inserted in march.

Event description:
On 2026-mar-19 additional information was received from the healthcare provider (hcp). The hcp stated that the cause of the issues was normal battery depletion and the device was replaced on (B)(6) 2026. The issue was resolved.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.